Event description:
Replacement seat sent on no charge warranty order (B)(4). Associate no longer employed. No further information available.

Manufacturer narrative:
Invacare awareness date 10/22/13. Complaint was not given to regulatory affairs for processing until 05/24/13. Per dealer, broken seat. No serial number given, however the part number, 1112182, is associated with one of three commodes manufactured at invamex. MDR filed.